Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
An investigation was conducted and it states that the complained twist drill was sent in for further investigation. No deviations were detected. The failure could not be reproduced. No product fault could be detected. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that a drill would not fit through two drill sleeves of the matrixmandible transbuccal system on an unknown date. This prevented it from being used in surgery. No patient impact was reported. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. A review of synthes device history records for lot u107149, 34 parts, revealed the 1.5mm drill, mqc for use with 03.503.045 and 03.503.047 matrix mandible was manufactured by orchid unique. The parts were inspected to the synthes incoming final inspection sheet number 03if503479 revision d. The product conformed to all requirements. The certificate of compliance is dated 6/2/2009. 34 parts were released to the warehouse on 6/12/2009. No non conformities were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.